Manufacturer narrative:
(B)(4): lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon attempted to use an aq2015a silicone aspheric three piece lens. During the advancing stage, the lens got stuck in the injector. There was no pt contact. Backup lens was implanted.